Manufacturer narrative:
This report is filed on february 17, 2020.

Event description:
The device was explanted due to a suspected device failure, loss of electrode function, and performance decrement. In-situ test results showed open circuit electrodes. While the electrode array was severed and not returned, the device passed all electrical tests confirming correct device function.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery. This report is submitted october 23, 2019.

Manufacturer narrative:
This report is submitted on july 23, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.